Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture, pain, and "swelling of the chest" against left side device. Device has been explanted.

Event description:
Patient reported rupture, pain, and "swelling of the chest" against left side device. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell, missing shell and underweight. A visual and microscopic analysis was performed which identified: two sharp broken on posterior, striated broken on anterior, creases fold and brown particles in the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as an unidentified (tear) opening. A striated broken on anterior assessed as surgical damage. Missing shell assessed as inconclusive.